Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 01/24/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 evaluation: it was received for analysis an empty labeled winding former two detached needles and a suture piece of product. During the visual inspection of the needles, the swage and attachment area were noted to be as expected. However, there were body fluids, remnant of the suture inside of the barrel hole, and slight marks at the edge of the needle that appear to be by the use of a surgical instrument. In the other needle, no suture remnant at the barrel of the hole was observed, only, body fluids and marks on the needle that appear to be by the use of a surgical instrument could be observed. The suture was examined, and the impression of the swage area was not observed as the end was cut. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable of the performance - pull off suture needle, suggest an improper handling of the sample.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure in 2019 and suture was used. The suture deswaged on routine use. There were no adverse patient consequences reported.